Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This document is to follow up on medwatch # (B)(4).

Manufacturer narrative:
No product is being returned for evaluation but a lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed- "fibroid removal" (B)(4). "Contained extraction system was being used to retain uterine fibroids which were removed from patient's uterus. On removal of the extraction system, the bag broke. A small piece of bag was found on the sterile field. The procedure was completed with no harm to the patient. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working?" Additional information was received via email on october 11. 2017 from the risk manager at (B)(6). "Unfortunately, all of the information I had was submitted in the medwatch report. I do not have anything further to add." Type of intervention - "the procedure was completed with no harm to patient. Patient status - "no harm to the patient."